Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 8175003938011, manufactured 09/01/12, expires 2015-10; ifuse implant, p/n 7040-90, lot# i0876, manufactured 03/12/14, expires 2018-12; ifuse implant, p/n 7060-90, lot# i0850, manufactured 11/15/13, expires 2018-10.

Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient reported radicular pain symptoms after the surgery. A CT scan revealed that an implant was impinging on the foramen. In (B)(6) 2014, the surgeon performed a revision surgery where he backed out the impinging implant a few millimeters. No implants were removed. The patient's pain symptoms resolved following the revision procedure.